Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was clogged the following information was received by the initial reporter with the following verbatim: it was reported by customer that notice another issue with this filter. Nurses had been reporting about the filter cannot be primed when it is attached to an unprimed primary IV set. They can only prime the filter once it¿s attached to an already primed primary IV set.

Manufacturer narrative:
The customer reported the filter was leaking, and returned 5 samples of material 10013902, lot 24069361. Upon initial visual examination, the sets had no defects or abnormalities. The samples were tested with water infusion, and 2 of the samples did replicate the failure. The complaint of occlusion is verified. The tubing/filter connection was examined under a microscope and excess solvent was found to be applied. The manufacturing site found the root cause for the occlusion to be related to issues with the pin used in the solvent dispenser. The failure mode was addressed 06 sep 2024 to update the standard work instruction to specify the tubing sleeve/filter joints must use a medica solvent dispenser. This update to the solvent dispenser is to ensure the correct method of solvent application. Device history record review for model 10013902 lot number 24069361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18 jun 2024. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.